Manufacturer narrative:
The device alarmed motor error during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. The insulin pump passed the displacement test, stop current test, run current test and unexpected restart error test . Unable to confirm excessive no delivery alarm or perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. No unexpected failed battery alarm noted. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. The customer's parent stated that the insulin pump alarmed motor error during bolus delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer's parent also reported that customer had experienced a high blood glucose of 547 mg/dl the night prior to call. Customer treated with manual injection and customer's parent declined high blood glucose troubleshooting. Failed battery test and no delivery alarm was found in the insulin pump alarm history. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.